Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. (B)(4).

Event description:
Patient underwent a rotator cuff repair on (B)(6) 2010. When the surgeon attempted to use the anchor, the tip of the anchor broke off on contact with bone. The surgeon was able to retrieve the anchor tip.